Event description:
During a prostate cryo procedure, the warmer ceased functioning and froze into the urethra. The unit was started as normal, it was checked again and running prior to the first freeze. Upon preparing to begin the second freeze cycle, I noticed that the spinner was no longer moving. Upon further examination, the warming catheter was stuck in the urethra and I could not get it flowing again. I detected no leaks, kinks, machine failure or other explantation. While trying to get the warmer flowing again, I inadvertently popped a hole in the warming pouch. This was immediately replaced. Once the warmer had thawed enough to move and probe placement was rechecked, the warmer ran perfectly the entire rest of the time. The warmer was also left in for 30 minutes in recovery to allow for the maximum protection of the urethra as possible. The hospital has held onto the catheter and tubing for their own investigation.

Manufacturer narrative:
Device not returned for testing.